Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that during a lap procedure the following scopes would fall out of focus when used vertically but would stay in focus when used horizontally. It was further reported that all 4 scopes were used on a patient during surgery and due to the scopes loosing focus the surgery had to be converted to an open procedure in the abdomen area.